Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 20 mg/dl and customer "passed out". Low bg cause was not known. Customer's spouse attempted to help them eat to address bg, and firefighters were called; however no further information was provided. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.